Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing observed with the right atrial (ra) lead that resulted in mode switching at times. The ra lead remains in use. No patient complications have been reported as a result of this event.